Event description:
During disconnection after crrt completed, the male luer tip from the cartridge's connector broke off in the patient's catheter. The catheter was replaced. No other medical intervention was reported.

Manufacturer narrative:
The cited car-500 is pending return to the manufacture. A follow-up report will be submitted upon investigation completion.